Manufacturer narrative:
The user facility utilized the surgical table for the patient procedure which was completed successfully. No report of injury. As stated in section 4 of the 4085 surgical table operator manual, the steris 4085 surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. The user facility did not disclose whether they attempted to utilize the backup control system to command the table into the desired position. A steris service technician inspected the surgical table and found it to be operating properly. The service technician was not able to evaluate the hand control subject of the reported event as the user facility reported the hand control could not be identified. Steris offered in-service training to user facility staff on the proper use and operation of the surgical table, specifically the backup control system, however the user facility declined. (B)(4)

Event description:
The user facility reported via medwatch # (B)(4) that prior to a patient procedure, the table was being commanded into position via the primary hand control however, the table would not respond. The user facility's biomedical technician attempted to position the table via the primary hand control however, the table would not respond.